Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon longitudinal tear starting at the center of the distal marker band and extending 8.0 mm proximally. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. The shaft was kinked at 175 mm distal of the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 02-aug-2017. It was reported that the device was unable to cross the lesion. A 10/2.00 flextome¿ cutting balloon¿ was selected for use. During procedure, it was noted that the device was unable to cross the lesion. The procedure was completed with a different device. There were no patient complications reported. However, device analysis revealed a leaking liquid from a balloon longitudinal tear.